Event description:
Pt had reported feeling discomfort in fill one during treatment on homechoice cycler. Spoke with pt on 1/28/1998, at which time pt informed baxter that she was hospitalized with air in the peritoneum. No medical intervention was required. Pt stated that she would prime tubing of homechoice cassette without the 12 foot extension line connected. When homechoice showed "connect yourself", pt would connect extension line and herself and begin therapy. Pt was instructed to prime extension line prior to connecting self by rn. Pt was hospitalized for one week. Pt now primes extension line prior to connecting and has had no further difficulties.